Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving clonidine (900 mcg/ml) and morphine (20 mg/ml) at minimum rate via an implantable pump for non-malignant pain and other chronic/intractable pain of the t runk/limbs. The patient experienced an increase in pain for three weeks, so the dose of the pump was increased on (B)(6) 2016 to try to address this. The patient heard an alarm and saw an error code of 8474 on the personal therapy manager, indicating that a pump reset had occurred. The patient had an increase in pain. After interrogating the pump with logs it was determined that a low battery reset occurred on (B)(6) 2016. A reset was also reported. The healthcare provider updated the pump and was able to program it out of the reset and back to simple continuous mode. The pump was explanted. The patient's medical history and concomitant medications were not reported.

Manufacturer narrative:
Device evaluated?: analysis of the pump found battery high resistance.

Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code of was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.